Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing, during which a loose connection in the speaker was identified. This issue caused intermittent audio prompts during testing. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red and displaying a service code. The customer reported the unit would not speak. They further reported that this did not occur during patient use.